Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after  implantation of the implantable neurostimulator (ins), post-surgical bruising was observed. The patient¿ s spouse later reported redness of the chest around the implanted battery site was not resolved at the time of the report. Post-operative antibiotics were administered and completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that it is not currently known whether antibiotics were p rescribed for a confirmed infection or given prophylactically, and no culture was taken, to the representative¿s knowledge. The managing healthcare provider commented on bruising and redness based on photo review only, and the cause of a possible infection has not been definitively determined. Additional steps and resolution status are unknown at this time, follow-up is planned, and the information has not yet been fully confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that no culture was performed because there was no fluid or open wound. The patient¿s spouse reported ongoing achiness without noticeable improvement from antibiotics, while also noting improvement in parkinson¿s dystonia symptoms since dbs therapy was initiated. Follow-up is planned in a few weeks to determine whether further evaluation is needed.